Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6), 2026, the patient underwent endovascular treatment of a thoracic aorta using the gore® tag® conformable thoracic stent grafts with active control system, with the gore® dryseal flex introducer sheath used as an accessory. After deployment of the initial ctag (tgmr373710j), a 22fr sheath was advanced in order to deploy the second ctag on the proximal side. However, due to severe tortuosity of the descending aorta, excessive force was applied at a curved segment, resulting in a dissection at the distal end of the ctag (dsine). This event was considered to be attributable to mechanical stress applied to the edge of the ctag during sheath advancement. After deployment of the second ctag, no additional intervention was performed, and the procedure was completed with follow-up observation. The patient tolerated the procedure.